Event description:
The patient had been getting increased dosing every 2 weeks since implant with no therapeutic effect. In 2008, the patient presented with seizures. It was unclear if the patient was experiencing an overdose or withdrawal. The patient was being transferred to a facility that managed intrathecal baclofen pump patients as the patient was first admitted to a local hospital. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.